Event description:
During laparoscopic appendectomy procedure, observed silicone sheath around shaft of balloon tip trocar had ripped and started coming apart. No pieces found in surgical area. Unsure when sheath ripped.